Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed frequently. The field service engineer (fse) had arrived on site to address intermittent failures of the remote manager. Upon inspection, the fse found the hasp was loose on the fridge and also identified a loose latch inside the housing. The fse tightened the latch, applied new tape to the hasp, and adjusted the housing to ensure smoother closure. The fse launched the hardware testing application, ran diagnostics, and posted the results. Finally, the fse restarted the station and verified that the remote manager was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator latch was failed frequently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator latch was failed frequently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.